Event description:
It was later reported that the patient had a revision in 2007 for a fractured/broken lead. It was noted that the lead was replaced with a paddle lead at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
After further review, the problem lead was model # 3998cws, sn (B)(4). It was previously reported that lead model # 39565-30, sn (B)(4), was the problem lead, but it was the replacement lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type - extension. Product ID 3998cws, serial# (B)(4), implanted: (B)(6) 2007, product type - lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type - extension. (B)(4).

Event description:
The patient stated that during lead replacement surgery in 2007 his spinal column was "nicked" and he had a cerebrospinal fluid (csf) leak. The patient stated that in surgery the health care provider (hcp) attempted to stitch it, but that was not effective. After a few hours at home, the patient reported he had severe headaches and nausea and he vomited. The patient was then admitted to the hospital for five days. The patient stated that this issue had since been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).